Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection observed a crack along the side of the set's female luer. It is unknown how the damage occurred. Functional testing observed fluid to leak from the crack. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Although the crack was observed, the set was reprimed. A leak was observed from the crack. No other leak was observed. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample. The root cause of the crack was not identified.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. The tubing was received with a label "morph" written on it. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.